Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device was found to operate as designed.